Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery became "hot to touch" while charging. Customer's blood glucose was 81 mg/dl. Customer continued to use pump for insulin therapy.